Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0809 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC nurse had a difficult PICC line insertion. When they were done with the procedure, the nurse inspected the stylet and noticed it was "kinked too much" and "was almost ready to fall apart." "Patient/user impact: no injury"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed. One segment of a 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the stylet approximately 5.2 cm proximal to the distal tip of the stylet. Several other small bends were observed throughout the magnet section of the stylet. A microscopic observation revealed the large kink and smaller bends in the stylet were all between magnets. No splits, holes, or tears were observed in the polyimide tubing of the stylet. The location, amount, and physical characteristics of the damage observed in the returned sample as well as the indication of difficulty encountered during the placement procedure by the complainant suggests the stylet was likely damaged during use.

Event description:
It was reported "PICC nurse had a difficult PICC line insertion. When they were done with the procedure, the nurse inspected the stylet and noticed it was "kinked too much" and "was almost ready to fall apart." "Patient/user impact: no injury"